Event description:
In 2012, I had implants put in and have been to rheumatologist¿s every 6 months since 2014. Migraines, neck, back, arm pain, excessive weight gain, depression, memory loss, cognitive skills hindered, nausea, vertigo, and ringing in ears.